Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The lead was broken. Impedance was >400ohms. The lead was replaced and the pt experienced good stimulation. Pt outcome was reported as no injury.